Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent foreign body in patient appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The patient presented with a st elevation myocardial infarction (stemi). Using right femoral access, the 3.5x33mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to cross due to resistance with the anatomy. Therefore, the sds was removed and resistance was also noted due to the anatomy. When the sds was removed, the stent was noted to have become dislodged from the balloon. The guide wire (gw) and guideliner were removed; however, the stent was not located on the gw or in the guideliner. The stent was confirmed to be not be in the cardio; however, the stent was not able to be located. Another same size xience skypoint stent was implanted. There was no adverse patient sequela and no clinically significant delay in procedure reported. No additional information was provided.